Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer is reporting that a burning smell was noticed 355 reps into the patient procedure. Upon inspection, a small hole was found at the center of the treatment tip membrane. A new tip was used to complete the procedure.

Manufacturer narrative:
The treatment tip was returned for evaluation. The damage to the tip, a small hole near the center of the membrane, was confirmed. However, the tip passed leak, flow and thermistor testing. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause of the event (small hole in the tip membrane) could not be determined.

Event description:
Additional information indicated that upon sensing the burning smell, the physician stopped the procedure and reviewed the treatment tip. The patient felt pain at that instance, but no injuries were noted afterwards.